Manufacturer narrative:
Device passed displacement test. No frozen display noted. Hardware low level failures confirmed in the insulin pump history due to software error.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had frozen display, hardware low level failure alarm. The customer¿s blood glucose level was unknown. Customer stated that the insulin pump had a vibrating anomaly. The insulin pump will be returned for analysis.